Manufacturer narrative:
Initial reporter is a synthes sales consultant. It is unknown complainant part is available to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It was reported that during a trochanteric fixation nail advance (tfna) procedure, the flexible screwdriver was used to tighten down the internal bolt. While unscrewing the light screw, the screwdriver broke. This report is for a flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail-advanced (tfna) procedure on (B)(6) 2018, the flexible screwdriver was used to tighten down the internal bolt/cannulated connecting screw. Upon unscrewing the screw, the screwdriver shaft broke. There was no surgical delay. The procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: cannulated connecting screw (part# unknown, lot#: unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Lot number, UDI number. Concomitant medical products. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted. Part: 03.037.028, lot: 9298597, manufacturing site: haegendorf, release to warehouse date: 16.jan.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. MFR site: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: DHR review was completed. Part: 03.037.028, lot: 9298597, manufacturing site: haegendorf, release to warehouse date: 16.jan.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted a review of the provided photograph customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) on the image provided, observed that the shaft of the device is broken at the region proximal to the irregular spiral cut. Other than breakage no other defects were identified on the portions that were visible on the provided image. From the provided image, the device image condition agrees with the complaint description and the complaint condition was confirmed. Document/specification review: relevant drawings for the device were reviewed (both from the time of manufacture and present revision): top-level flexible screwdriver: & flexible shaft (component): were reviewed, and no design issues were identified. Dimensional inspection was not able to be performed as the device was not returned. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. A material review could not be performed because the DHR for sub components are not lot tracked. However, with the given 3 + years age of the device there is no indication that the device material could have contributed to complaint condition. Conclusion: a root cause could not be definitively determined as the circumstances at the time of the break are unknown. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Therefore, based on the investigation findings, no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.